Event description:
The ortho summit plus (european union - hamilton microlab at plus 2). Instrument reportedly did not pipette sample/reagent and did not generate an error message. No death or serious injury was associated with this incident.